Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen that prevented swiping to unlock, confirmed by a user-provided video, and a replacement device was arranged while the user transitioned to backup therapy. Symptoms included no reported clinical effects or glucose-related symptoms. Outcomes included no impact to health, no emergency treatment, and no hospitalization. Investigation included a review of the reported event, verification of device identification and shipping details, and initiation of device return for analysis. Investigation of this case revealed a suspected touchscreen malfunction of the user interface assembly. It was concluded that the event involved a device malfunction with no patient injury and that a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.